Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms of high blood glucose. Customer's spouse reported that they treated the high blood glucose with manual injection. Customer's blood glucose value was 364 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was declined. The insulin pump will not be returned for analysis.